Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the advancing stent interacted with the implanted device causing the reported dislodgement of the implanted device. The device was re-implanted partially at the target lesion and the procedure was completed successfully. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bifurcation in the left anterior descending (lad) coronary artery. The 2.5x15 mm xience sierra stent delivery system (sds) was located at the left circumflex artery and the 3.0x38 mm xience sierra sds was being advanced from the guiding catheter to the lad when the two stents interacted with each other. The 3.0x38 mm xience sierra sds could not be advanced any further and the 2.5x15 mm xience sierra stent dislodged due to the interaction. The physician decided to change to a 7fr guiding catheter to advance the 3.0x38 mm xience sierra sds and then 2 non abbott balloons were used to inflate and implant the dislodged 2.5x15 mm xience sierra stent partially in the target lesion. The procedure was completed but took 5 hours. No additional information was provided.